Event description:
It was reported that the patient was hospitalized at russells hall hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 23.9 mmol/l (430.2 mg/dl) while wearing the pod. Symptom reported include hyperglycemia and feeling unwell. While at the hospital, the healthcare professional (hcp) noted that the pod was not connected to the device and then discarded the pod. The patient was treated with insulin via injection, an intravenous drip with potassium, and other substance (patient's mother does not remember the name). A new pod was applied, and the patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that there were communication issues between the pod and personal diabetes management (pdm). We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.